Event description:
It was reported that, during a rotator cuff tear procedure, the patient had bony spurs under the acromion, rotator cuff tear and other concurrent pathological changes, there was an observation of the large tuberosity, supraspinatus muscle, acromion and coracohumeral ligament impact, in addition to glenohumeral ligament wear. During the implantation of the healicoil, when using the pusher to knot, the anchor suture broke. The product was removed. Surgery was completed with a back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the healicoil device and a loose suture with damage in certain areas. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. One suture was returned fractured at the area it was connected to the anchor. The other suture and the anchor were not returned. The insertion device showed no defect, and bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications for the anchor found that tensile strength requirements are specified, and a material certificate of analysis (coa) is required for raw material. A review of the material specifications for the sutures found the material composition and minimum average knot break strength. Material must be free of frays and defects, and each shipment of material must be accompanied by the manufacturer's certificate of conformance. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.